Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of third-party testing, the device evaluation, and the investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Updated fields: d8, d9, h2, h3, and h6. Olympus provided the following result of the culture test performed at third-party labs: sampling date: (B)(6) 2024 bacteria identification: staphylococcus warneri cfu: 4 sampling from: channel sampling date: (B)(6) 2024 bacteria identification: bacillaceae cfu: 3 sampling from: channels the customer's report was confirmed. The device was tested positive by olympus, however, after decontamination, the device was tested again confirming no growth after 48 hours. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the cystonephrofibescope tested positive for 3 colony forming units (cfus) of staphylococcus warneri and bacillaceae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.